Event description:
Customer complaint - limited data available stated device is overheating.

Event description:
Customer complaint - limited data available. Customer stated that the device overheated.